Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 2 years 10 months post transfemoral tavr procedure with a 29mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Correction to b5 and h6 based on additional information/evaluation. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients was confirmed based on medical record provided. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, 'approximately 2 years 10 months post transfemoral tavr procedure with a 29mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve'. Per medical report revealed that patient had diabetes mellitus (dm) and hyperlipidemia. Diabetes mellitus is a known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis leading to increased gradients. Additionally, hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. Tissue calcification can impede leaflet mobility leading to increased gradients. As such, available information suggests that patient factors (diabetes mellitus, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 2 years 10 months post transfemoral tavr procedure with a 29mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve due to increased gradient. Per medical records review, echo report approximately 1 year post implant and 1 year 5 months post implant demonstrated an ava of > 1 cm2.